Event description:
The pt received his scs system on (B)(6) 2008. It was reported the sjm rep could not get two different chargers or a programmer to communicate with the ipg. The pt reported first losing communication with his charger, then reported no stimulation over the course of a month. An x-ray was performed, and the ipg had not flipped. Follow up revealed the pt was scheduled for surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.